Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief despite of reprogramming done. It was noted that the leads were migrated. The patient underwent a revision procedure wherein the leads were repositioned and was doing well post operatively.